Event description:
It was reported that an increase in pacing lead impedance was observed. Lead to can abrasion was found upon extraction. Lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.